Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The up arrow button on the insulin pump was unresponsive. Customer's blood glucose level was not reported. The customer started using a new insulin pump that was sent a couple of years ago. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.